Manufacturer narrative:
A stryker field service technician evaluated the customer's device and observed that the device would not power on when the lid was opened. The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.